Manufacturer narrative:
Although the device used in the reported event has been returned to navilyst medical, the eval of this device is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As reported by navilyst medical's distributor in the (B)(6), when utilizing their convenience kit, the contrast syringe is not securely locking onto the manifold, and air is being aspirated. It was reported that this has occurred 3 times. No air has been injected, and there have been no pt complications/injuries. One used syringe has been returned to navilyst medical.